Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced low blood glucose readings below 40 mg/dl. The customer stated that the pump kept suspending. The customer treated the low with food. The customer also mentioned readings in the 50's mg/dl and 60's mg/dl. The product was not returned for analysis.